Event description:
An ophthalmologist reported that patient, with a previous history of cardiopathy and bronchopathy, underwent implantation of intraocular lens (ceeon 911a, dates of implant, batch and serial no unspecified) on unknown date. During surgery the patient suffered miosis and lens fall on sulcus. About one month later the patient developed posterior capsule fibrosis in one eye, which was treated with yag laser, but patient lost vision. In the other eye the patient suffered from what seemed an anterior capsule fibrosis, which required a surgical cleaning. When the reporting ophthalmologist was going to clean the lens, he discovered it was not fibrosis, and the lens got out of shape, deformed "like jelly." The lens was removed and switched to an acrylic one on unk date. At the time of this report the pt's condition was unk. Investigation report provided: no complaint form was rec'd and no serial number and/or other add'l info could be provided. Based upon the above no further investigation could be performed. This specific complaint analysis is inconclusive. The events are serious/disability and intervention required.